Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. A camera calibration was performed and the system was reloaded during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the live fluoroscopic image went black. No pt or user injury was reported.